Event description:
It was initially reported that diaphragmatic stimulation was observed. Later, it was determined that the diaphragmatic stimulation was false, but was a pain in the right shoulder due patient lying on their side for extended period of time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.